Event description:
It was reported that the patient was on a very high dose; "incorrect dose administered" was also noted.

Manufacturer narrative:
Physician programmer: model 8840, lot# unk, serial# unknown.